Event description:
Caller reported a continuous glucose monitor error identified as cgm error 42. There was no adverse impact to the customer¿s blood glucose level during the incident. Technical support provided pump reset instructions, and after completing the reset, the caller successfully initiated their sensor session without encountering the error code again.